Event description:
It was reported that the patient underwent posterolateral fusion at l4-s1 using 8cc rhbmp-2/acs due to stenosis. The estimated blood loss was 600cc, the or time was 320 minutes, the length of the hospital stay was 192 hours and the patient returned to work 198 days post-op. 21 months post-operatively the patient presented with moderate back pain and popping in back. The patient was last seen 26 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft matrix, 10cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.